Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate ii on (B)(6) 2015 and oversewn aortic valve. They presented to the emergency room after having a syncopal event with momentary loss of consciousness at the breakfast table. Upon review of the patient's waveform, the patient had a momentary pump stop. Of note, the patient has a known short to shield with the heartmate ii's driveline. The patient was on battery power during the episode. Log files were sent for review and they captured a couple pump stop events 13dec at 09:57 and 09:58 while using battery power. Per your email, the patient has a known short to shield since nov2023 (MFR# 2916596-2023-08270) and it appeared that the short to shield has matured into a phase to phase short with the possibility of a pump stop on any power source i.e. Battery and also a non-grounded patient cable. X-rays were taken and provided. The patient was sitting upright, eating breakfast during this episode. Patient denied choking/coughing/bending over during the syncopal episode. Tech services was on site to perform a driveline repair. A splice was started approximately 3 inches from the exit site. The repair was completed without any alarms. The excised driveline will be shipped to burlington for urgent investigation. Patient will remain on the ungrounded patient cable until the investigation was completed.

Manufacturer narrative:
This event was determined to be supplemental information to MFR# 2916596-2025-00016. The investigation findings will be submitted under MFR# 2916596-2025-00016. No further information was provided. The manufacturer is closing the file on this event.